Manufacturer narrative:
Pump was received with blank display, problem isolated to interface board. Pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump is cracked in the back. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.